Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's pressure was found to be fluctuating during testing. The device's check valve was replaced to address the issue.